Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for dizziness and vertigo. An interrogation showed occasional atrial undersensing and low amplitude p-waves. High and varying capture thresholds were also noted on the left ventricular (lv) lead. Both the atrial and the lv lead remain in use. No further patient complications have been reported as a result of this event.